Event description:
A caller reported experiencing a data error alert 4 with their insulin pump, which occurred after the pump ship date. The customer's blood glucose level at the time was recorded at 130 mg/dl, which is within the normal range, indicating no adverse impact. Despite the error, it was noted that therapy was unaffected, and the customer was informed about the potential erasure of some history logs. The customer agreed to continue using the pump for insulin therapy with this understanding.